Event description:
It was reported that the pump was dropped, and the customer was barely able to see the display screen, although no crack was present. There was no adverse impact to the customer¿s blood glucose level. The customer¿s ability to interact with the pump was affected, so technical support decided to replace the pump. The customer was advised to use multiple daily injections as backup therapy.